Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal battery depletion, the right ventricular (rv) lead could not be removed from the header of the device. The rv lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable following the procedure. There were no adverse consequences. Related manufacturer's reference number: (B)(4).